Event description:
Reporting status: serious injury. Reporting rationale: perfusion requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2009, due to a perforation of the mid lad following deployment of the xience v stent, cardiac tamponade occurred which required a vasopressor and pericardiocentesis. After deployment of the xience v stent across the lesion, a moderate sized balloon inflation was made. A graftmaster stent was deployed successfully across the perforation and the perforation was sealed. Post-procedure tte confirmed complete resolution of the tamponade after drainage. Transthoracic echo done the following day, showed no evidence of pericardial effusion. The pt was discharged home that same day, in stable condition. No additional event or pt information is available.

Manufacturer narrative:
.